Event description:
It was reported that the lead integrity alert sounded. It was further noted the ventricular lead was over sensing and showed noise on the electrogram consistent with a fracture. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - the lead was returned in segments, analyzed and defibrillation conductor was fractured. It was noted that the defibrillation coil was distorted, there was blood/body fluid on several conductors (not obstructed), the outer insulation was breached (clavicle-rib crush), there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, the outer tubing overlay was melted, the outer tubing overlay had a cosmetic environmental stress crack (esc), the outer insulation bilumen tubing voids, there was a outer tubing environmental stress crack (esc) breach/breach (non-electrical), the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism. Performance data was collected from the device and revealed that a lead integrity alert triggered and there was 1 - patient alert for lead failure predictor on (B)(4) 2012 13:10:42. There was oversensing, 3 - ventricular non sustained tachycardia <=210 ms between (B)(4) 2012 17:32:48 and (B)(4) 2012 14:54:38, interference/noise, and ventricular short interval count v-sic=31.4 counts avg/day, in 5 days, between (B)(4) 2012 09:31:29 and (B)(4) 2012 09:28:02.